Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Got a message that this account had a problem with a device.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro fired in drape causing a hole. No pat ient burn or harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6)2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip. The silicone insulation on both the cold and hot jaws was observed to be whitish and cracked along both lengths of the jaws. No other visual defects were observed. . A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent" and "thermal decomposition of device".

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro fired in drape causing a hole. No patient burn or harm. A replacement device was used to complete the procedure.